Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece serial number (B)(4) could not be stopped after releasing the trigger. It could be stopped after removing the battery. No patient harm or surgery delay reported.